Event description:
The patient is suffering from hydrocephalus and has been implanted by adjustable valve with ventriculoperitoneal shunt since 2016. On the (B)(6) 2024, the patient underwent a procedure to change the shunt due to headaches. There was no obstruction, however both of the valve and the intracerebral catheter were replaced with a polaris valve and intracerebral catheter from sophysa. The following day, there was no improvement in the patient's health state even after several valve adjustments. On the (B)(6) 2024, the patient returned to the operating room to replace the polaris valve due to the fact that the state of health is not improving. The valve is malfunctioning and obstructed at the extremity of it and the peritoneal catheter. The physician replaced the polaris valve with another adjustable valve. The patient's condition has improved.

Manufacturer narrative:
After receiving the product, the laboratory carried out several analyses about the aspect control at receipt of the valve, the valve is in position 4, there is a part of catheter with the inlet connector. There is a presence of dried organic residue. About pressure test without decontamination the valve is not compliant with sophysa's specification, the mechanism is blocked in due to presence of dried organic residue. About the adjustement of the valve, the test is conform. In conclusion, the obstruction is the cause, the obstruction is a well-known phenonem, well documented in the accompanying documentation.

Event description:
The patient is suffering from hydrocephalus and has been implanted by adjustable valve with ventriculoperitoneal shunt since 2016. On the (B)(6) 2024, the patient underwent a procedure to change the shunt due to headaches. There was no obstruction, however both of the valve and the intracerebral catheter were replaced with a polaris valve and intracerebral catheter from sophysa. The following day, there was no improvement in the patient's health state even after several valve adjustements. On the (B)(6) 2024, the patient returned to the operating room to replace the polaris valve due to the fact that the state of health is not improving. The valve is malfunctioning and obstructed at the extremity of it and the peritoneal catheter. The physician replaced the polaris valve with another adjustable valve. The patient's condition has improved.